Event description:
It was reported that prior to use with the bd vacutainer® sst¿ blood collection tubes, there was foreign matter in the tube. This occurred 18 times. There was no patient impact.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with the bd vacutainer® sst¿ blood collection tubes, there was foreign matter in the tube. This occurred 18 times. There was no patient impact.

Manufacturer narrative:
The following information has been updated: d9: device available for eval? Yes. D9: returned to manufacturer on: 2024-01-03. H3: device returned to manufacturer: yes. H3: device eval by manufacturer? Yes. H6: investigation summary: catalog number: 367986. Batch number: 3206577. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Two customer photos and nineteen customer samples were received for review and analysis. After review and analysis of the customer photos, embedded fm is seen on the side of the tube. Therefore, bd is able to confirm embedded fm based on customer photos. Additionally, 19 customer samples were subjected to a visual inspection for embedded fm. 17 of 19 customer samples failed. Therefore, bd is able to duplicate the customers reported defect based on customer sample testing. Based on a review of batch records and the investigation results, no definitive root cause from the manufacturing process has been identified as a contributor. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends.